Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401: fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The reported events of capsular contracture, baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, deflation and lymphadenopathy.

Event description:
Patient reported pain, gotten lower, severe calcification and enlarged lymph node, capsular contracture, and deflation against left device. The device remains implanted.

Event description:
Patient reported "pain," "gotten lower," "severe calcification and enlarged lymph node," "capsular contracture," and "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.